Event description:
The company was informed that the pt was experiencing intermittencies and sound quality issues. External equipment was exchanged; however this did not resolve the issue. Advanced bionics is in the process of gathering more info. Once more info is gathered a supplemental report will be submitted.